Event description:
It was reported that the external pulse generator (epg) does not "stay on" for the set 15 seconds when replacing the battery. The epg was returned for the repair of the battery drawer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) does not "stay on" for the set 15 seconds when replacing the battery. The epg will be returned for the repair of the battery drawer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit would intermittently shut down when the battery was removed. Analysis also found that the lower and upper cases and ring cover were broken, one side bail cover and knobs were contaminated, the battery contacts were compressed and the keyboard was improperly installed. (B)(4).